Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn missing) was never returned to teleflex for investigation purposes. Probable cause cannot be determined. The complaint cannot be confirmed.

Event description:
While attempting to place an io in a cardiac arrest patient the driver bogged down and quit working. The crew then attempted to finish placing the needle manually but the needle bent during that process. The patient expired in the hospital under the care of a physician.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
While attempting to place an io in a cardiac arrest patient the driver bogged down and quit working. The crew then attempted to finish placing the needle manually but the needle bent during that process. The patient expired in the hospital under the care of a physician.

Manufacturer narrative:
(B)(4). Ez-io driver 9050 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable. This unit does not incorporate an operation indicator light. The driver was subjected to a simulated sawbone insertion test. The unit completely stalled on the hard profile sawbone test applying approximately eight (8) lbs. Of downward force with a needle. The unit stalled at 20.58 seconds. No further testing conducted. The driver has failed the sawbone insertion test. This is an older driver set which does not incorporate an operational indicator light. Once the unit starts to stall or slow down the indication is the driver needs to be replaced. The complaint has been confirmed based on the stall condition during simulated sawbone testing. No corrective/preventative actions will be assigned. No further action required.

Event description:
While attempting to place an io in a cardiac arrest patient the driver bogged down and quit working. The crew then attempted to finish placing the needle manually but the needle bent during that process. The patient expired in the hospital under the care of a physician.